Manufacturer narrative:
Results: the sample is not available for eval. A review of the device history records and material review report database could not be performed as a lot number for this incident was not provided. Conclusions: since the sample was not available for eval, we were unable to determine a root cause for the problem encountered. (B)(4).

Event description:
Approx 5 ml of cytarabine chemotherapy drugs leaked from the bd posiflow reseal. There was no harm to the clinician or pt as a result of the leaking.